Event description:
Lap chole - "prepped clip applier by firing it 5 times - 6th clip worked fine 7th didn't close 8th didn't close - 9 closed out side pt 10 didn't close - each time he attempted to pull clip off it tore the duct a little more, created extreme bleeding - resulted in used of ethic clip applier." "Surgeon extremely frustrated. Surgeon felt our clip applier put pt at his risk prolonged case at least 3 minutes."

Manufacturer narrative:
Product anticipated to return, follow-up will be provide upon completion of investigation.